Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a photograph of the reported error message was provided. Review of the photograph confirmed the report; however without receipt of the device or data log file, root cause analysis cannot be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer's report was observed and attributed to a faulty shield top shield on the analog board. The analog board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.